Event description:
It was reported by the physician that the catheter was placed in the patient and the swan ganz was threaded without difficulty. At which time, the hemostasis valve "came apart" causing the patient to bleed excessively. The physician quickly exchanged the catheter and no blood transfusion was required. There were no patient complications reported. It was noted that the physician is unsure what swan ganz was used but it was for a 7 - 8.5 fr catheter.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.